Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and lms final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide an update to fields (additional information received, d9, h3, and h4). The lm reviewed the customers provided the cds processes where no obvious deviations from the instruction for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: distal end cfu: unknown bacterial identification: gram-negative bacteria sampling from: all channels cfu: >1cfu(# total aerobic microbial count), <1cfu(# total yeast and mould count), >1cfu(# total anaerobic microbial count) bacterial identification: gram-negative bacteria sampling date: (B)(6), 2024 sampling from: distal end cfu: not done bacterial identification: ochrobactrum anthropi sampling from: biopsy channel, suction channel cfu: 4cfu/ml (37) bacterial identification: ochrobactrum anthropi sampling from: air/water-channel cfu: 1cfu/ml (37) bacterial identification: ochrobactrum anthropi sampling from: auxiliary water channel cfu: >20cfu/ml (37) bacterial identification: stenotrophomonas maltophilia sampling date: (B)(6) 2024 sampling from: distal end cfu: not done bacterial identification: stenotrophomonas maltophilia sampling from: biopsy channel, suction channel cfu: >20cfu/ml (37) bacterial identification: stenotrophomonas maltophilia sampling from: air/water-channel cfu: >20cfu/ml (37) bacterial identification: stenotrophomonas maltophilia sampling from: auxiliary water channel cfu: >20cfu/ml (37) bacterial identification: stenotrophomonas maltophilia sampling date: (B)(6) 2024 sampling from: distal end cfu: not done bacterial identification: stenotrophomonas maltophilia sampling from: biopsy channel, suction channel cfu: 1cfu/ml (37) bacterial identification: micrococcus species sampling from: air/water-channel cfu: 1cfu/ml (37) bacterial identification: corynebacterium species the device was evaluated by olympus. It was confirmed that the subject device was positive in culture result. Additionally, foreign material was confirmed in the forceps elevator channel plug, air/water cylinder, suction cylinder, air/water channel, biopsy channel, distal end, and light guide lens. Furthermore, the knob wire/forceps elevator wire was clogged. Additional information received: the foreign material found on distal end olympus cannot confirm the origin or type, although we assume it was likely originated from previous procedures. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause could not be identified. The event can be prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the duodenovideoscope tested positive for more than 100 colony forming units (cfus) of ochrobactrum anthropi and 2 cfus of candida parasilopsis at the surface and more than 100 cfus of ochrobactrum anthropi and 50 cfus of strenotrophomonas at the channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.